Event description:
It was reported that the wake button was unresponsive. Reportedly, the wake button was working while the pump was plugged into the power source customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.